Manufacturer narrative:
(B)(4).this complaint was confirmed for damaged transfer set mainbody. The root cause is undetermined. The lot number is unknown; therefore a batch review cannot be performed. Renal quality engineering will continue to track and trend these complaint reports and take corrective and preventive action as appropriate.

Event description:
This is an international report where there was a crack found on the light blue main body of the transfer set. There was no disinfectant use on the set by patient or doctor. There was patient involvement but no patient injury or medical intervention was reported.